Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the electrode belt failed the ECG fall-off test. Upon evaluation, there were bent pins on the j500 connector inside the distribution node (dn). The cause of the non-functional ECG electrodes is the bent pins. The root cause of the bent pins was not positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.